Event description:
It was reported that during an unknown procedure, when the surgeon fired the device, he found some of staples were malformed. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.